Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during esophagectomy/gastric tube procedure, the tip of the device peeled off and fell into the patient cavity and was retrieved. The device was collected. When the sales rep checked the actual item, he could visually confirm that the insulation part of the jaw peeled off. The insulation part of the jaw might peel off because the jaws got stuck with the port. The reported device was used in that condition and the procedure was completed. There was no patient injury.

Manufacturer narrative:
Additional information: evaluation summary: one device was received for evaluation. The returned product did not meet specification as received. Visual inspection found the bottom jaw overmold was damaged and missing plastic. The disengaged plastic was returned. The reported condition was confirmed. The investigation found the bottom jaw overmold was damaged and missing plastic near the hinge of the device. The damage to the jaw's overmold likely occurred during the insertion or extraction of the device jaw from a trocar instrument. The investigation identified the root cause of the reported event to be user error. The instructions for use (IFU) states, carefully insert and withdraw the instrument through the cannula to avoid damage to the device and or injury to the patient. Close jaws using device handle before insertion/extraction in the trocar. Corrective actions have been implemented to mitigate this issue. The CAPA is to address the robustness of jaw a. If information is provided in the future, a supplemental report will be issued.